Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that their device ¿hadn¿t worked in years.¿ it was noted that it ¿barely worked at the beginning¿ and ¿never did that much¿ so the battery was replaced. No further patient complications are anticipated or expected as a result of this event.